Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d9, h3. Corrected data: g2. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, damage to the scope may have potentially caused the charge coupled device to fail. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the bronchovideoscope had no image. There was no patient involvement.